Manufacturer narrative:
On 8/12/97, the MFR nurse contacted the facility to obtain an update on this pt/device. A facility nurse reported that the pt was hospitalized and had surgery for primary disease process, i.e., "titanium cages implanted" on 8/7/97. At the time of surgery, the device was explanted. The existing intrathecal catheter was connected to another MFR's implantable infusion device for future therapy. The pt requested the device be given to him and the contact believed he had possession of the device at that time. The MFR nurse requested return of the device to the MFR for analysis, if desired by the physician or pt. The facility nurse stated that she would communicate this to the physician/pt. On 8/27/97, the MFR nurse reported that the pt had the device and that it did not appear that the device would be returned to the MFR for analysis at this time. As a result, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this part/serial number. A trend analysis was performed on similar reports involving this part number and no trends have been identified. In addition, a review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. Based on the available info and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 1/24/97 for intrathecal infusion of morphine for treatment of pain. On 6/16/97, the facility nurse contacted the MFR sales rep to report a decreased device flow rate. On 6/16/97, a MFR nurse contacted the facility nurse to obtain follow up info. The facility nurse then provided the following info: predicted flow rate = 4.1 ml/day. The pt has had the same drug mixture since implant (morphine sulfate & bupivicaine 5.25 mg/ml). 4/4/97 - refill period (rp) = 11 days, residual volume (rv) - 11ml, flow rate (fr) = 3.55 ml/day = a decrease in flow rate of 13%, 4/14/97 - rp = 10 days, rv = 17 ml, fr = 3.3 ml/day - decrease in flow rate 19%; 4/24/97 - rp = 10 days, rv = 17ml, fr = 3.3 ml/day - decrease in flow rate 16%; 5/19/97 - rp = 10 days, rv = 16.5 ml, fr = 3.35 ml/day - decrease in flow rate 18%; 5/29/97 - rp = 10 days, rv = 18.6 ml, fr = 3.15 ml/day - decrease in flow rate 23%; 6/6/97 - rp = 8 days, 6/16/97 - rp = 10 days, rv = 22ml, fr = 2.8 ml/day - decrease in flow rate 32%. The facility nurse stated that the pt has not traveled except to the shore between 5/9/97 - 5/19/97. The pt complained of increased pain from 5/26/97 through 5/29/97; however, this was resolved with breakthrough pain medication. There was no increase in pain noted at the 6/16/97 device refill. The facility nurse stated that the pt is concerned about the sudden decrease in the device flow rate and requested the MFR nurse contact him to discuss his concerns about the device. No further details were provided at that time.